Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2016 with the following findings: call service 064 did not observe in black box and alarm history. Pump information from date of pi has been overwritten. The rewind, load,prime steps were performed successfully. The pump was exercised for 24 hours, after 24 hours no call service alarms were received. Investigators opened pump, no evidence of the corrosion or damage on motor flex connector. Infusion set was not provided together with pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.